Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient's mother stated the patient started feeling groggy as the cgm was displaying 16mmol/l. She performed a finger stick and the bg meter was displaying 26mmol/l. The patient was treated with 4 units of insulin. At the time of contact, the patient was waiting for their glucose levels to decrease. No additional patient or event information is available. Data was received for evaluation; data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined via data.